Event description:
My lymphedema started within a year of reconstruction. My oncologist laughed when he first saw the placement; half under my armpit, it looked like a baseball. I can't lower or raise my arm without bumping the implant. Surgeon tried to move it a little over to my chest 2 more times. She blamed it on me having radiation on the right side. (My left side reconstruction is fine.) If she knew radiation was a problem why did she put it under my armpit to start with? My back has continually gotten weaker and more painful over the years.(I had bilateral lat flap reconstruction). This last year it's almost unbearable, I can hardly walk after a few hours of being on my feet. I had to quit work. I'm having an MRI this week to see if I have any torn muscle from my lat flap being split. The surgeon said she'd only use 10% of my muscle. It feels like 50% is gone. The was the worst choice of my life. Any time I've tried to tell a dr. How terrible I feel or how bad it hurts, they just continue to praise the plastic surgeon. I got the lat flap because my oncologist & cardiologist both said it's better for a person's mental health to have the reconstruction. No one told me how fast your back deteriorates, or how easy you get lymphedema when you're continually bumping into your boob all day. One of the employees in the surgeon's office told me both she and a second person in the surgeons office had the same problem as me with an implant half under their armpit. I don't get it. The left side was placed correctly on the left center of my chest. If a dr. Can't set 2 boobs to match why do the surgery? Lymphedema is a constant fight, but my back pain is unbearable. FDA safety report ID # (B)(4).